Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was impossible to put the plate on the screw during a procedure on an unknown date. Reportedly the end of the screw is deformed, and plate does therefore not fit. No damage at the plate was reported. The delay of surgery was less than twenty percent, and the incident did not require further treatment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault was found. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged; therefore the plate does not pass the slotted end of screw.